Event description:
Additional information was received from the patient referencing their previous report. It was stated that they were in (B)(6) and they would like to have their ins interrogated to determine why it was turning off by itself. The patient was advised to call their doctor's office and request an appointment with a manufacturing representative (rep). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device turns itself off and she has to turn it on with the controller. The patient stated that in the past month it had happened three times and she knows it's off because she has pain right away. Further information received from the healthcare professional reported that it was unknown what symptoms the patient had or what the cause of the device turning itself off was. It was noted that the last time the patient had been seen by them was for a follow-up after the battery had been revised for normal depletion on (B)(6) 2015. The indication for use was non-malignant pain.

Event description:
Additional information was received from a manufacturer representative on 2017-05-17 reporting that since 2016 the device was turning itself off. This issue had started approximately 4 months after implant, around (B)(6) 2016, and had occurred about 5 times total. The caller did not have the specific times or dates. It was confirmed that the patient was not using adaptive stimulation settings. The patient was instructed to keep a diary of when this occurs and then contact the manufacturer representative so that they could check the implantable neurostimulator (ins) date. No further complications were reported.

Event description:
Additional information received from a patient letter reporting that there were no symptoms related to the device turning itself off. The patient reported that there was nothing unusual that led to the issue. The only steps that the patient reported to have occurred was calling patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.